Manufacturer narrative:
Additional issues were identified during the device evaluation: due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a crack; the adhesive around the objective lens and the light guide lens was peeled; the light guide lens had foreign objects; the paint on the suction cylinder was peeled; switch #4 had wear; the universal cord had a wrinkle; the indication on the scope connector was peeled; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, it was found that the nozzle was clogged with foreign material, and foreign matter was attached to the lighting lens on the evis lucera elite colonovideoscope. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and adhered to the light guide lens was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below IFU: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.